Event description:
An adc customer reported they have been experiencing missing segments on the display of their precision xtra meter for over 3 months. They reported that on 23june2010 as a result of this issue they were "guessing what the readings were" and their sugar "became low", was pale and incoherent. Paramedics were called and customer was treated on arrival with an intravenous solution containing a 50% dextrose injection. Customer was not transported to a local hospital and no diagnosis or additional treatment was reported. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
Customer's products have been requested back for investigation, and a supplemental report will be sent once investigation results are available.